Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient and the rt reported that there was no impact or harm to the patient due to the device issue. (Complaint-(B)(4)). Device investigation was completed on (B)(4) 2014. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service center (rsc) reviewed the service log and confirmed reported complaint. Secondary findings to the complaint: service log review revealed a failed no sensor alarm immediately following a failed low no cell cal with high point: 1075 counts, low counts: 4094 (above maximum 655), slope: 0, zero offset: 2094, pressure sensor: 745.267, preceding o2: 21 no2: xx no:150. The rsc investigation also experienced the failed no sensor alarm, performed a low and high calibration to clear the alarm and replaced the no cell. Service log review revealed a delivery failure alarm but was not repeatable during rsc investigation. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no calibration low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Failed no sensor [device issue], sample line/filter block [device issue], no adverse event [no adverse event]. Case description: this initial non-serious, device case report was received on (B)(6) 2014, from a respiratory therapist (rt) in the united states, who called to speak with ikaria technical services regarding a device issue with inomax dsir#(B)(4). The device was in use on a patient and the rt reported that there was no impact or harm to the patient due to the device issue. On (B)(6) 2014, the rt reported that dsir#(B)(4) had a sample line/filter block. The rt reported this information second hand and stated that the nebulized aerogen was sampled in despite the use of disc filters. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Investigational results were received on (B)(4) 2014. Case comment: on (B)(4) 2014: this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).